Manufacturer narrative:
(B)(4).

Event description:
Patient called the treating site reporting he had large amounts of fluid draining from the back of his head. Surgical irrigation was performed on (B)(6) 2018 and vancomycin powder was administered. In addition, the patient received treatment with vancomycin and cefipime and a prescription for bactrim was provided at time of discharge. The rns system remains implanted and programmed for treatment. The treating site categorized this as a superficial incisional infection.